Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that, the flexible screwdriver and the proximal femoral nailing system (tfna) set was broken prior to start of procedure. The patient was already on the operating table when the device issue was discovered. It is unknown if the procedure was successfully completed and any surgical delay. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).